Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy post cardiac catheterization. The next day while standing up, the pt experienced acute swelling at the puncture site and experienced pain. A neighbor applied direct pressure and the pt was driven to the hosp emergency room. An acute hematoma had formed. Direct pressure with a sandbag was applied and the pt was kept overnight for observation. The pt recovered and was discharged the next day.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device patient's info guide, which the pt is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch numbness, tingling or pain in the extremity when ambulating, rash, would drainage, or any other unusual symptoms.